Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient did not put ipg into surgery mode during an unrelated surgery. The ipg did not communicate after the unrelated procedure. Troubleshooting was tried, but to no success. Surgical intervention may take place at a future date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.